Event description:
Customer reported difficulty recognizing cartridges. There was no adverse impact to the customer's blood glucose level. The customer, being out of warranty and in the process of obtaining a new device, declined further assistance or follow-up from the technical support team.